Event description:
Admitted to (B)(6) hospital, (B)(6) for pain control, occasional nausea and vomiting 3 days post final treatment with mc5a medical device. Patient 00198 was treated by mc5a electrical neuro pain relief from (B)(6) 2010. Per user facility documentation, no adverse events occurred during treatment with mc5a medical device. On (B)(6) 2010, user facility documented that patient stated "flare up of rsd." Pt (B)(6) presented to (B)(6) hospital in (B)(6) with cc: pain. Hospital documentation notes that patient's "pain began 2 years ago and has subsequently been diagnosed as reflex sympathetic dystrophy (rsd)." Pt noted that she "has had this pain every day, all the time for the past 2 years." Pt stated that after treatment (mc5a medical device) by the user facility that "it had proven effective." Review of systems all negative. Patient admitted for pain control from (B)(6) 2010.

Manufacturer narrative:
Mc5a electrical neuro pain relief medical device did not evidence any form of malfunction and/or misuse. As per user facility, patient met "indications for use," in addition to mc5a device indicators, controls, and functions were operating within normal parameters. Mc5a device continues to be in use by the user facility listed.